Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device was intensively tested without issues and was returned into service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. As the issue could not be reproduced or confirmed, a root cause was not identified. Device not returned.

Event description:
Livanova (B)(4) received a report that a circuit breaker was tripped and the s5 system stopped working due to this during procedure. There was no report of patient injury.